Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa) using an armada 35 6 mm x 40 mm. Following angiography, a long segment lesion of more than 250 mm was noticed. It was then decided to deploy a stent. An absolute 6 mm x 150 mm stent was implanted and then an absolute 6 mm x 120 mm was used to finish the remaining lesion. Post-deployment angiography was performed and a thrombus was found on the distal end of the absolute 6 mm x 150 mm stent. Guide wire access was maintained and thrombus suction was performed. Following this, a small portion of the distal end of the absolute 6 mm x 150 mm stent struts was fractured. To avoid further complication another absolute 6 mm x 60 mm stent was deployed overlapping the two stents. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Although a definitive cause for the reported fractured stent strut could not be determined, the fractured stent appears to be related to circumstances of the procedure. The reported patient effect of thrombosis is listed in the absolute stent systems instructions for use as a known patient effect of the peripheral stenting procedures. The investigation determined the reported difficulty appears to be related to circumstances of the procedure however a conclusive cause for the reported patient effect of thrombosis could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.